Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not yet received the replaced endoscopic camera manipulator (ecm) arm for failure analysis. Therefore, the root cause of the customer reported failure could not be determined. A follow-up MDR will be submitted if the part is returned post failure analysis evaluation) or if additional information is received. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted gastrectomy procedure, the endoscopic camera manipulator (ecm) insertion axis got stuck when the user was inserting the endoscope inside the patient's body. No error message was observed. The customer received phone assistance from the technical support engineer (tse). Troubleshooting was performed by ensuring no obstruction around the instrument arm drape that impeding ecm arm movement, reinstalling the endoscope and performing a system power cycle. The ecm arm remained stuck, this did not resolve the issue. The surgeon made a decision to convert the procedure to traditional laparoscopic surgery. No further issue reported. No known impact or patient consequence was reported. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. During field evaluation, the fse identified an issue on ecm arm axis 3. After replacement of the ecm arm, the system was further tested and verified as ready for use. Isi followed up and obtained additional information confirming that the system was tested prior to use and found no issue. The issue occurred during a da vinci-assisted gastrectomy procedure.

Manufacturer narrative:
(B)(4) 12 - intuitive surgical, inc. (Isi) received the endoscopic camera manipulator (ecm) arm involved with this complaint and completed the device evaluation. During failure analysis, the customer reported issue was reproduced immediately after initialization. The ecm¿s axis 3 brake was replaced to resolve the issue. After replacement, the ecm was tested, operated without issue and restored to specification. Based on the information provided at this time, this complaint is being classified as a non-reportable event. Refer to decision tree reportability rationale. At this time, complaint investigation has been completed and this record will be closed. If additional information related to this complaint is obtained, the record will be reopened for further evaluation.

Event description:
Refer toadditional for follow-up information.